Manufacturer narrative:
(B)(4). A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet field service technician investigated the unit and could not duplicate the error. The technician ran the system for multiple hours with no problem found. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
(B)(4).